Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this local representative contacted boston scientific's technical services (ts). The local representative reported that this patient has developed a pocket infection. The patient will be given antibiotics at this time. The physician plans to re-evaluate the pocket site at a later date. The available information suggests that this device and lead system remains in-service at this time.